Event description:
As reported: "during case we were tightening lag screw to inserter and noticed t-handle screwdriver wouldn't fully seat inside inserter. We instead tightened with pliers."

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: a slight deformation of a peg and the tip of the inner rod is visible on the received lag screwdriver. A few normal wear marks could also be observed on the surface of the lag screwdriver. A quick functional test was performed with a similar lag screw. At first, it was a bit difficult to attach it to the lag screwdriver, but in the end, managed to attach it and lock it firmly. Deformation of peg of screwdriver made it difficult to assemble with lag screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿do not hit instruments unless they are specifically intended for impaction. Never hit targeting devices or elastosil handles other than those with an integrated strike plate! Always treat the instrument carefully to avoid surface damage or alterations to the geometry. The design of the instrument must not be modified in any way. The stryker "instructions for cleaning, sterilization, inspection and maintenance" help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects. Before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other. During the procedure, repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure.¿ based on investigation, the root cause was primarily attributed to a normal wear related issue. The device was manufactured in 2017 and is in service for multiple years and had been used/ reprocessed for about 100+ times, so it can be said that it has performed its function in the previous surgeries as intended without any reported failure. Since it has been long in use, thus a normal weakened structural integrity due to repeated reprocessing cycles is considered possible. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during case we were tightening lag screw to inserter and noticed t-handle screwdriver wouldn't fully seat inside inserter. We instead tightened with pliers."